Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed the likely cause for the noise on the image, b30 scope communication error code, and foreign (white) residue in the air/water channel are due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited noise on the image, scope communication error code b30, and foreign (white) residue in the air/water channel. There was no patient involvement.